Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Additional observations were as follows: the device is returned in the blister tray. The lens stop and the plunger stop has been removed. The correct nozzle confirmed on the device. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. A broken haptic is observed over the plunger in the mid-nozzle area. The lens returned outside the device. Solution is dried on both surfaces of the lens, the lens is cut in half though the optic. One haptic is broken/ torn. The root cause for the broken haptic could not be determined. The broken haptic is observed in the mid-nozzle area. The plunger position in relation to the broken haptic during the advancement cannot be determined. The reported complaint is lacking in relevant information such as viscoelastic used. Broken haptics may occur: ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. ¿ if the device is overfilled with ovd as this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. ¿ if a straight trailing haptic occurs and it was not properly detected to be out of position. ¿ if the plunger is not fully advanced, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) using a preloaded delivery system, the rear haptic was stuck by the plunger. The haptic then broke. The lens was delivered halfway into the patient's eye but was removed without issue. A backup lens was used to complete the procedure. Additional information was requested.